Event description:
It was reported that the extensions were too tight. The extensions were scarred down. The actions required as a result of the event was a surgical intervention where the healthcare professional released the sheath of scar tissue. No diagnostic testing or troubleshooting was performed. The product issue was resolved and the cause was determined to be the scar sheath formed around the extension. The healthcare professional wanted the manufacturer to coat the extension with a hydrophilic coating. The patient was alive with no injury. Symptoms associated with the event were tight wires at the extension location. There was a 50% or greater symptom reduction. The patient was doing fine and was receiving effective therapy.

Manufacturer narrative:
Concomitant products: product ID 3708695, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3708695, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3708695, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3387s-40, lot # va0jqxa, implanted: (B)(6) 2014, product type lead; product ID 3387s-40, lot # va0jqxa, implanted: (B)(6) 2014, product type lead; product ID 37642, serial # (B)(4), product type programmer, patient.